Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis initially confirmed the complaint from the field of a partial therapy. The anomaly disappeared when the device was milled open for destructive analysis and could not be reproduced.

Event description:
It was reported that during implant attempt, the physicians tried three times to induce ventricular fibrillation (vf) with a 50 hz burst but failed. On the last attempt the device was ready to shock at 18 joules but the vf terminated spontaneously. The vf induction protocol was changed to t-shock, and before induction the programmer showed a pop-up message about excessive energy stored in the capacitors. A dump procedure was performed and t-shock protocol was initiated. Vf was induced but the device was not able to deliver therapy. External defibrillation was successful on the first attempt. The device was interrogated and the physician found information about a charge time-out. The device was not used. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".